Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon leaked. It was reported that the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Correction: block e1 (initial reporter first name and initial reporter last name). Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual evaluation noted no damages to the device. Functional testing was performed but the balloon was not able to hold pressure due to a cut in the top section, which produced a leak. The physical damage was confirmed during microscopic inspection. No other problems with the device were noted. The reported event of balloon pinhole was confirmed. The returned device was inspected, and functional testing revealed a balloon pinhole in the form of a cut at the top section. It is possible that the pinhole found in the balloon could have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or after the procedure could have caused the pinhole on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon leaked. It was reported that the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.